Manufacturer narrative:
Manufacturer's investigation conclusion: the device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The report of a console's screen going blank was confirmed through the analysis of data log files associated with this complaint. These consoles were evaluated and tested by mcs (B)(4) under RMA (B)(4). The first log file was successfully retrieved from 2nd gen primary console (B)(4) (evaluated under pi-(B)(4)). Per the log file, at approximately 5:23pm on (B)(6) 2019 an ifd-shutdown (display dark) occurred. Subsequently, voltage errors occurred, followed by system alert: s3 and set pump speed not reached: m5 alerts being triggered on the console. During these events, speed dropped from ~4500rpm and a flow of ~4lpm to a speed of ~3400rpm and flow of 0lpm. Although the console displayed a flow of 0lpm, flow was still available. The reported event was confirmed. The second log file was successfully retrieved from 2nd gen primary console (B)(4) (evaluated under pi-(B)(4)). Per the log file, at approximately 7:22am on (B)(6) 2019 an ifd-shutdown (display dark) occurred. Subsequently, voltage errors occurred, followed by system alert: s3 and set pump speed not reached: m5 alerts being triggered on the console. During these events, speed dropped from ~4700rpm and a flow of ~4.1lpm to a speed of ~3600rpm and flow of 0lpm. Although the console displayed a flow of 0lpm, flow was still available. The exact motor used with each respective console during the events captured in the log files could not be conclusively determined. The investigation of the returned centrimag 2nd gen primary console (serial number (B)(4)) and its associated motor (serial number (B)(4)) was performed by the r&d department of mcs (B)(4). During their investigation it was found that the console operated as intended. No fault was found with the console. When the console was tested with the motor, a motor-stop event was observed. However, this event could not be reproduced during further testing. Although the root cause of the event could not be reproduced, the returned motor remained suspect. The root cause of the events captured on (B)(6) 2019 could not be conclusively determined. Corrective action (CAPA) was initiated to handle the motor issue and root-cause investigation. The defective motor was scrapped as a preventative measure. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during animal trials in (B)(6) there was an issue with centrimag hardware. A console's screen went blank; the motor continued to run, however the user had to swap the console and motor onto a backup.